Event description:
Pump reported as "unstable, post code blue pt, receiving vasopressors and antiarrhythmics had infusion pump fail. Hypotension had to be treated." Channel a was set to infuse dopamine at 5mcg/kg/min, channel b was set to infuse cardizem at 10mg/hr and channel c was set to infuse pronestyl at 2mg/min. After 30-69 mins of infusing, all three channels stopped and read failure. Pt became hypotensive but responded to dopamine and no pt injury resulted.